Manufacturer narrative:
Corrected data h6: medical device problem code.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention wherein the ipg was explanted. No additional information was provided.